Manufacturer narrative:
(B)(4). Report source: (B)(6). Visual examination of the provided pictures identified an articular surface with what appears to be a slight gouge filled with foreign material. Part and lot numbers are not visible and no other definitive statements can be made. Review of the device history record identified no deviations or anomalies during manufacturing. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: implants are anatomically aligned and fit is maintained; there is no fracture, implant loosening, or abnormal radiolucency; bone is mildly osteopenic; no cause for instability is identified. Primary operation notes were not reviewed as the reported issue occurred after the primary surgery. Complaint is not confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Event description:
It was reported a patient underwent a knee arthroplasty. The patient reported pain and instability since primary surgery. No event associated with the onset of symptoms. Patient was revised approximately one year 10 months post procedure.